Manufacturer narrative:
The patients¿ demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. The access accutni+3 reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to the customer site. While on site, the fse verified the wash carousel alignment, replaced peristaltic aspiration pump and tubing and replaced and aligned the main pipettor probe. Although no specific part can be incriminated, there is sufficient evidence of a hardware malfunction. In conclusion, the cause of the non-reproducible elevated troponin I (access accutni+3) result is due to a hardware/system malfunction, although no one part can be implicated as the sole contributor in this incident.

Event description:
The customer reported obtaining an erroneous elevated troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial result was 0.532 ng/ml, above the normal reference range of the assay (0.00 ng/ml ¿ 0.04 ng/ml) and was released from the laboratory. The patient was administered heparin. There was no additional change to or impact to patient care reported in association with this incident. The customer sent the patient¿s sample to another laboratory for reanalysis and obtained two lower results of 0.0246 ng/ml and 0.0228 ng/ml. Information on the alternate analyzer was not provided. Calibration, qc (quality control) and system check were within system and assay specifications. The patient's sample was collected in a serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). There was no report of sample integrity issues.